Manufacturer narrative:
Device evaluation: crease fold, opening, wear abrasion and yellow particles in the surface of the shell. Leak test was performed and found opening on the device. A microscopic analysis was performed which identified an opening sharp in the posterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional additionally reported the "plug strap separated." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth implants due to the patient's concern with the product. Device remains implanted.